Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting out during manual prime process. The customer's blood glucose was unknown at the time of incident. The customer reported that the insulin pump was stuck on rewind. Troubleshooting was done. The customer stated that the insulin did not continue to drip after letting go of the act button. The customer stated that the motor slowed down and numbers ramped up on the screen. The insulin pump will not be returned for analysis.